Event description:
Routine complaint investigation when a consumer reported receiving a reading of 80mg/dl on their precision xtra blood glucose monitor. The customer reports an episode where they became unresponsive. This episode necessitated treatment by emergency medical system and transport to hosp. Specific info on the date of the event and timeline of glucose test result and transport to hosp is not known. Diagnosis for admission to hosp is not known. Customer is not able to recall details of event or dates of hospitalization.